Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the right ventricular lead due to micro-dislodgement which was potentially caused by twiddler's syndrome. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.